Manufacturer narrative:
To date, the instrument has not been returned for evaluation. An investigation has been initiated based on the reported information.

Event description:
The user reported the double edge razor blade was set to the same setting as normally used, but the surgeon reported the knife "took more than it was suppose to take". The surgeon did not need to go to another site on the patient. This instrument is a hand held knife.